Event description:
Literature was reviewed regarding ¿ clinical and radiological outcomes of accessory renal artery exclusion during endovascular repair of abdominal aortic aneurysms¿ the time frame of this study was over a 7 year period. Endurant stent grafts were implanted in patients during the endovascular treatment of abdominal aortic aneurysms. All patients included in the study had accessory renal arteries (69 originated from the neck, 30 from the sac, and 3 from the iliac arteries) . The ara treatment was embolization in 15 patients and coverage in 72. 76 patients were included in the study. Multiple manufacturer's devices were used in the study population. Among the patient populations the following malfunctions occurred: type ia endoleak, ib endoleak among the patient populations the following adverse events occurred : worsening renal function (no dialysis required) , hypertension, fever, back pain, renal infraction, aneurysm enlargement, intervention median follow-up was 23.81 months (range: 1¿108 months). During follow-up, 16 patients died (21.05%), and aneurysm-related death was recorded in 3 cases (3.94%). There is no causal link that a endurant stent graft caused or contributed to a death. No further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ clinical and radiological outcomes of accessory renal artery exclusion during endovascular repair of abdominal aortic aneurysms¿ diagnostics 2024, 14, 864. Https://doi.org/10.3390/diagnostics14090864. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.